Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen would not calibrate and was out of alignment. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen on the right side did not respond when pressed. During a review of the device history touchscreen fail errors were noted. The probable cause of the customer reported would not calibrate and touchscreen out of alignment was due to contamination due to fluid ingress on the bottom of the touchscreen. This device has identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.